Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the undetected upstream occlusion. The ultrasonic sensor was out of calibration. The ultrasonic sensor was calibrated to ensure proper occlusion detection.

Event description:
During baxter's functional testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no pt involvement.